Event description:
On (B)(6) 2013 the reporter contacted animas, alleging that all menus on the pump display screen have gradually faded and have a pinkish hue. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/22/2013 with the following findings: the pump was powered on to verify that the display screen was dim with a pink contrast. The dim display screen was removed and replaced with a new test screen and the contrast returned to normal. There was a crack observed along the battery compartment extending from the threads to the case seal.